Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, the patient underwent implant of a pacemaker. A groin infection was identified post procedure, which was suspected to have spread to the gore® devices, demonstrated by a white blood cell scan. Therefore, on (B)(6) 2021, the patient underwent an open surgical conversion whereby the gore® devices were explanted and replaced with an aorto-bifemoral dacron graft. The patient tolerated the procedure.